Manufacturer narrative:
The customer¿s experience with a bottle side pressure sensor error 240.4150 was confirmed on 9 of the 10 received pressure sensors. The analog sensor test in asm v9.8, showed 6 of the 10 received pressure sensors railed with a constant voltage of 4.9 volts with zero force applied to the sensor. The remaining 4 pressure sensors exhibited voltages that were considerably lower, however were still observed to be out of specifications. These 4 sensors were installed in lab lvps and were programmed for infusions. 3 of the 4 pressure sensors failed and the lvp and pcu alarmed with a channel error 240.4150. The remaining installed sensor (sensor 9) continued to infuse, there were no errors or malfunctions observed on the pcu or lvp. Some possible causes noted from previous investigation for sensor failure have been attributed to damage, such as rough handling or excessive force during the cleaning process. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported error code 240.4150. There was no report of patient involvement. Received a copy of the customer's medsun report from the FDA which states, "we have a concern regarding your 8100 infusion pumps. We are having a tremendous amount of defective fluid sensors, part tc10009596, causing an error code 240.4150. For some reason the fluid sensor that is failing is the located on top of the module. I'm attaching our repair information with the failure codes along with the serial number of the devices. We are using a lot of resources trying to fix a problem that continues to show up on most of these 8100 modules. Please let me know if you can help us with this issue. Manufacturer response for 8100 infusion pump, alaris (per site reporter) thanks for our reply. I spoke with one of cur technical engineers ho told me that the pressure sensor located on top of the module does get the most wear and tear due to the pressure being exerted on it when closing the door and directing that pressure away from the patient. He also stated that the new pressure sensors have been reengineered to be more robust."